Manufacturer narrative:
(B)(4). (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during implantation of the intraocular lens (iol), the customer reports a broken haptic on the lens. The lens was explanted/removed and another lens, same model was implanted. The lens implant was on the same day (and same surgery) as the lens explant. An incision enlargement was performed. The doctor was not sure why the iol haptic was broken. The cartridge was not kept and not available for return. The doctor thinks that there was some defect on the iol or the cartridge to cause the broken haptic. No further information was provided.

Manufacturer narrative:
The intraocular lens was returned to the manufacturing site for investigation. Product testing: the tecnis lens was visually inspected. The surface of the lens showed fibers and particles which indicate that the unit was handled and opened in non-sterile environment. A cut on the lens surface and a broken haptic were observed. Manufacturing record evaluation: the manufacturing process record was evaluated. The zcb00 lens was manufactured and released according to specification. No product deficiency was identified. A search in the database revealed that this was the only investigation requested under this production order. The manufacturing operators inspect the product 100% under microscope during manufacturing. The lens met specification prior to release. Labeling review: the directions for use (dfu) for the tecnis 1-piece iol were reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. All pertinent information available to abbott medical optics has been submitted.